Event description:
Caller alleged discrepant results compared with the lab. Results as follows: set: 1; meter: 3.1; lab: 2.3. Set: 2; meter: 3.3; lab: 2.1. Pt started coumadin (B)(6), done with lovenox, hematocrit is ok, caller did not have strip lot number info at the time.

Manufacturer narrative:
Per (B)(4), pt done with lovenox (no specific details of when pt was taking lovenox). Time elapsed between meter tests and lab tests was not given. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: set: 1; meter: 3.1; lab: 2.3; mean: 2.7; confidence limits: 1.7-3.8. Set: 2; meter: 3.3; lab: 2.1; mean: 2.7; confidence limits: 1.7-3.9. The means of the inratio meter and comparative system inr's were calculated. The inr values for both sets of data are within the confidence limits for inr testing. The results are not considered inaccurate within the context of the documented variability for inr testing. Product testing is not required. Products associated to the complaint were not returned. No corrective action is required as no product deficiency was established. The customer did not provide the strip lot number. The complaint trending cannot be determined.